Event description:
It was reported that (1) lcsc5 was used during a laparoscopic colectomy procedure. It was reported by the affiliate that the tissue pad fell into the pt (was reteived) opened another device to complete the case. There was no consequence to pt.